Event description:
The customer contact reported the cassette contained reversed inlet and outlet tubing. It was reported that "two tubings were transposed" and the "set was draining blood from the patient". No specific event details were provided. There were no reported adverse patient effects.